Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. After stenting with the 3.0 x 12 mm rx vision stent and deflation of the balloon, the delivery catheter could not be removed from the anatomy/stent. The stent delivery system was removed along with the guiding catheter and guide wire as one unit. It was stated that adequate time was allowed for the balloon deflation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The stent delivery system was returned. The stent, guiding catheter and guide wire were not returned for analysis. The reported difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the deflation issue occurred at the end of the procedure and did not cause a delay in the procedure. The patient is reported to be fine. No additional information was provided.